Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused nodules in the lungs discovered 2 months ago. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nodules in their lungs. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal investigation, there is unknown white and black dust like contamination found on the top enclosure and ui panel. Mineral-like deposits on the bottom of the blower which suggests water ingress. Keratin like substance at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and address the symtoms specified. In this report, section h6 has been updated.